Event description:
A nurse reported low suction in the I/a mode during a cataract with intraocular lens implant procedure. The procedure was completed with no impact to the pt. The nurse provided that technical support indicated the setting may have been changed for the surgeon's preference.

Manufacturer narrative:
A company representative checked the system and found no problems. The representative compared the memory setting to other systems at the account and found them to not be the same. A sales representative has been notified. The system was then verified to meet specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for the system. The root cause cannot be determined conclusively. (B)(4).